Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separates from an unspecified number of units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separates from an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-jun-2025. Investigation summary : bd received 332 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 of the returned customer samples along with 20 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.